Event description:
The user facility reported that the unit began to emit a smoke and smell during a processing cycle. The fire alarm was activated and hospital personnel evacuated the building. No injuries to patients or hospital staff were reported.

Manufacturer narrative:
Steris' distributor, (B)(4), inspected the unit and found the vacuum pump was not operating properly. The technician replaced the pump, filters and oil, ran a test cycle and placed the unit back into service. The cause of this event appears to be premature wear of the vacuum pump and filtering components. The premature wear of the vacuum pump/filtering components is due to aging. The breakdown leaves voids within the filter, allowing oil mist to pass through without being filtered. The vacuum pump oil is non-toxic and not considered hazardous; the amount emitted and the frequency at which is occurs is limited. In sensitive individuals short term nuisance effects may occur (i.e. Headache) with no expected long term effects. This issue is the object of a voluntary field correction initiated by steris corporation on (B)(4) 2011, ((B)(4)) of amsco v-pro 1 and v-pro 1 plus sterilizers. As part of the voluntary field correction, steris developed a series of quality improvements to the oil management and associated software to enhance the reliability and operation of the v-pro system, which will be installed on affected units. These issues do not affect the sterilization of instruments processed in the sterilizer. The device history record evidences the unit was manufactured according to specification. The unit is currently maintained and serviced by steris' distributor, (B)(4).